Manufacturer narrative:
The device was received with severely scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was reporting cracks near the battery compartment. No further information was provided.